Event description:
At explant, the valve leaflets were fractured and found to be missing from the orifice. One portion was found in the ventricle. Add'l info obtained from the hospital stated a preoperative transesophageal echocardiogram indicated abnormal leaflet movement which was restricted due to pannus formation. The valve was explanted and replaced and the pt expired postoperatively.